Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the pacing impedance was high and above the normal limit on the left ventricular (lv) lead. The lv lead was not implanted and was replaced. The patient was stable.